Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported difficulty to remove could not be determined, the additional therapy/ non-surgical treatment appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to remove reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery, two non-abbott guide wires were advanced. A 1.2x12 over the wire (otw) mini trek dilatation catheter was advanced and dilatation was successfully performed without issue. After deflation of the balloon, the physician wanted to remove the dilatation catheter and used a syringe injection with nacl; however, the balloon could not be withdrawn off of the guide wires and was stuck on the guide wires. An extension guide wire was used to extend the guide wire and remove the 1.2x12 otw mini trek dilatation catheter and the two non-abbott guide wires. The two non-abbott guide wires were then used successfully to complete the procedure. An unspecified stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.